Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an implantable cardiac monitor was not able to be interrogated. The icm was not implanted and no patient was involved.

Event description:
New information noted that the device malfunction was found pre-distribution.